Event description:
It was reported that the user experienced loss of readings on the ilet when using a dexcom g7 continuous glucose monitor (cgm) sensor, consistent with cgm signal loss, and the agent guided the user to toggle between sensors and complete sensor pairing, with education provided on correct pairing. No adverse clinical symptoms reported. Outcomes included no medical intervention and no hospitalization. User support included telephone troubleshooting and user education focused on sensor pairing steps. Investigation of this case revealed that incomplete cgm pairing was the likely cause of intermittent signal loss, and the system functioned after re-pairing guidance. It was concluded, based on previously established findings for similar reports, that setup sequence during sensor pairing was the most probable cause.

Manufacturer narrative:
Initial.